Event description:
John in tech states the provider states gets a 05 error code, means bad left brake, need a right motor.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.